Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an abs-10061t prp kit "separated," but all of the product was dumped directly into the rbc out bag. This occurred during a case after spinning the screen on the front of the machine displayed that the product was separated into the prp and ppp components, but that was not the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h6 the complaint cannot be confirmed without the return of the device for evaluation. The device was not received for evaluation, and no photos of the reported failure were provided for investigation. Per event description: ¿on 10/16/2023, it was reported by a sales representative via sems-06058726 that an abs-10061t prp kit "separated," but all of the product was dumped directly into the rbc out bag. This occurred during a case after spinning the screen on the front of the machine displayed that the product was separated into the prp and ppp components, but that was not the case.¿ it is concluded that the most likely cause(s) for the reported failure is a user error when incorrectly installing the disposable and/or the heat and moisture used during the sterilization process can cause the rubber stopper on the prp syringe plunger to stick to the walls of the syringe barrel. The fluid flow within the system may not be able to overcome the ¿breaking force¿ needed to move the stuck plunger in some cases, which may result in little to no prp delivery. This is why the dfu instructs the users to ¿cycling¿ the syringe plunger prior to use and allows the syringe plunger to move freely during the prp capture of the process. According to dfu-0259-4 at revision 0. Precautions. 5. Failure to properly load the angel cprp processing set per the enclosed instructions may affect the performance of the system. Instruction for use. Initial setup. 10. Place the pump loop tubing over the pump rotor. The pump loop will automatically load when the processing cycle is initiated. Seat the platelet cuvette/valve assembly by aligning the platelet cuvette and the valve assembly with the platelet sensor body and the valve assembly driver. Press down firmly on the back side of the platelet cuvette/valve assembly, at position a near the pump loop, until the assembly is snapped in place (see label a, figure 5). Note: it is essential that the platelet cuvette/valve assembly seats fully on the machine, to obtain proper sensing of the blood components. 12. Remove the breather cap from the prp valve port located on the valve assembly. Attach the syringe activated prp valve to the prp valve port. Remove the breather cap from the syringe activated prp valve. Prior to installation onto the prp valve port, cycle (break loose) the syringe plunger, then attach the 20 ml luer lock syringe (or alternate syringe, if desired) to the syringe activated prp valve. Note: the luer on the syringe activated prp valve will accommodate most luer lock syringes. According to dfu-0262-3 at revision 0. Initial setup. Installation tip: cycle the plunger of the 20-ml luer lock (prp) syringe a. Immediately prior to attaching the prp syringe to the manifold, cycle the prp plunger (e.g., prime the plunger), the return it to its original [closed] position), then install the syringe to the manifold. B. The syringe plunger may adhere to the syringe barrel during storage (e.g., plunger sticks or is too tight) which may restrict the proper flow of the prp into the syringe during the prp harvest. C. Taking this precautionary measure helps to avoid this from happening. Other operational & troubleshooting tips. 9. Separated blood components sent to wrong collection vessels a. Occurs when the plunger of the prp syringe is too tight. I. Cycling the plunger on the prp syringe, prior to attaching to the manifold, prevents this from occurring. Correction: h1 from malfunction to n/a arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was provided on 10/17/2023 where the sales representative reported that this event occurred during a stand-alone injection on (B)(6) 2023, where another kit was opened and more blood was drawn to complete the injection. There was no effect on the patient.